Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 27-mar-2019 with the following findings: during investigation, the pump powered on with a blank display. The audible and vibratory features functioned normally. A test display was installed and the test display functioned normally. The pump revealed a failed display flex that caused the display to appear blank. Unrelated to the complaint, investigation revealed a cracked battery compartment.